Manufacturer narrative:
(B)(4). Investigation/evaluation: during the course of the investigation, a review of the complaint history, quality control, instructions for use (IFU), specifications, and trends of the product was conducted. The product was returned in a used condition. The visual inspection noted that the cannula, stylet, and inner biopsy needle showed no defects. The obturator was not present. Also, a plastic sealed specimen cup containing a foreign material was present. The foreign material measured 2 mm in length. It was silver in color and appeared metallic. The IFU informs user of intended use, precautions, and instructions for use. A definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
As reported to customer relations: doctor was performing rip biopsy. When attempting to push the biopsy sample out of the coaxial needle, a small piece of metal was found in the sample. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event is currently under investigation.

Event description:
As reported to customer relations: doctor was performing rip biopsy. When attempting to push the biopsy sample out of the coaxial needle, a small piece of metal was found in the sample. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.